Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, serial number, and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(4) clinical trial, participant (B)(6). This event is associated with the glow clinical trial. Adverse event #1: breast cancer [recurrence] (right implant serial number (B)(6)). On (B)(6) 2021, the patient reported newly diagnosed right breast cancer. The principal investigator assessed these events as moderate in severity, serious, and not related to the device. The patient was hospitalized for one (1) day and was treated with a capsulotomy. This event is still ongoing. On (B)(6) 2021 the patient underwent right-sided capsulotomy, scar revision surgery, and pocket adjustment due to capsular contracture baker grade iii and necrosis. The right-side device was not explanted, and a new device was not implanted. On the same day, the patient underwent left-sided capsulotomy, pocket adjustment, and skin adjustment due to capsular contracture baker grade iii and asymmetry. The left-side device was not explanted, and a new device was not implanted. During the patient¿s first (1) year follow-up visit was performed on (B)(6) 2020, the second (2) year follow-up visit was performed on (B)(6) 2020, the third (3) year follow-up was performed on (B)(6) 2021 and the fourth (4) year follow-up visit performed on (B)(6) 2022, the patient reported post-op rheumatology signs and symptoms, which were captured in the quarterly report note. Additional information was received on 04-oct-2022. The following is a summary of the information provided: during the patient¿s fourth (4) year follow-up (entered in the post-op cancer details form), the patient reported having surgery to remove the right breast implant and replacement with a tissue expander. Additional information was received on 15-jan-2024. The following is a summary of the information provided: adverse event #3 and #5: baker iii capsular contracture (right implant serial number (B)(6); left implant serial number (B)(6)). On (B)(6) 2021, the patient reported bilateral baker grade iii capsular contracture. The principal investigator assessed these events as moderate in severity, serious, and definitely related to the device. Both events were resolved with a capsulotomy on (B)(6) 2021. Adverse event #4: necrosis (right implant serial number (B)(6)). On (B)(6) 2018, the patient reported right-sided necrosis. The principal investigator assessed this event as moderate in severity, and serious, but it¿s unknown if this is event is related to the device. This event was resolved with a scar revision surgery on (B)(6) 2021. Adverse event #6: asymmetry (left implant serial number (B)(6)). On (B)(6) 2018, the patient reported right-sided asymmetry. The principal investigator assessed this event as moderate in severity, not serious, and possibly related to the device. This event was resolved with pocket adjustment surgery on (B)(6) 2021. Additional information was received on 06-may-2025. The following is a summary of the information provided: ae#6- asymmetry was inactivated in the crf due to ¿added in error¿. Additional information was received on 25-aug-2025. The following is a summary of the information provided: bilateral medical device removal was performed on (B)(6) 2025. Additional information was received on 19-feb-2026. The following is a summary of the information provided: adverse event #7: cancer [new diagnosis other than breast] specify body location, stage IV bone marrow cancer in the thoracic cavity. On an unknown date, the patient was diagnosed with stage IV bone marrow cancer in the thoracic cavity. At the time of this review, the principal investigator¿s assessment was not entered in the crf. In addition, adverse event #1 was updated to from breast cancer to breast cancer [recurrence]. Since this adverse event requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. Furthermore, since the newly diagnosed right breast cancer was detected while the patient was implanted with a mentor device, the relationship of this event to the mentor device cannot be excluded. Should more information become available, this note will be updated and the case will be reassessed. This report is for recurrence on right side.